Event description:
An explanted generator was returned and analyzed. Analysis of the generator was completed on (B)(6) 2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications, with the exception of the backup cap pos to can, backup cap neg to can, waveshape pulse overshoot tests. With external capacitors (4.0nf) connected between the pulse generator case and the output connector blocks, a comprehensive automated electrical evaluation showed that the pulse generator is operating according to functional specifications, with the exception of the expected elective-replacement-indicator (eri). This shows that the positive and negative feed-thru capacitor was electrically open. Other than the noted condition, there were no performance or any other type of adverse state found that would inhibit the product from performing as intended. The most probable root cause for the backup cap pos to can, backup cap neg to can, and waveshape pulse overshoot tests was identified to be an open capacitor, which manipulation of the feed-thru wires may have been a contributing factor.

Manufacturer narrative:
(B)(4). Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution. Device failure occurred, but did not cause or contribute to a death or serious injury.